Manufacturer narrative:
Continuation of d10: product ID: 5076-52 (pjnbtj039v); product type: 0270-lead-lv-pace; implant date: on (B)(6) 2026; explant date: on (B)(6) 2026; product ID: ddpa2d4 (rsm692324s); product type: 0235-ICD; implant date: on (B)(6) 2026; explant date: on (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately forty days following implant, the device pocket was reopened to reposition the right ventricular (rv) lead, however purulent discharge was observed and a pocket infection was suspected. The entire implantable cardioverter defibrillator (ICD) system was explanted with no replacement. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the reason for repositioning the rv lead was due to p-wave oversensing (pwos) and the physician was unable to program around it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.